Event description:
During review of medical records received on (B)(6) 2014 for an unrelated patient event, it was discovered that patient had peritonitis on (B)(6) 2014. The patient was prescribed vancomycin 1 gram intraperitoneal in 1 liter of 1.5% pd solution to dwell for 6 hours. There was no pd fluid culture results provided in the patient's medical record. The patient's last dose of vancomycin was received on (B)(6) 2014.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records have been received and reviewed by post market surveillance clinical staff. It was noted that it is undetermined if there is a reasonable causal relationship between the event of peritonitis and the fresenius products. There is no history of specific malfunctions or the products being out of specifications. Peritonitis is a known risk for peritoneal dialysis and is usually caused by a break in aseptic technique. There were no laboratory values regarding this event of peritonitis provided in the patient's medical record. A supplemental report will be submitted upon completion of the plant's investigation.